Event description:
Related manufacturer report number: 1627487-2022-01319. It was reported that patient had their system explanted and replaced on (B)(6) 2022 because it was no longer working.

Manufacturer narrative:
Event date is estimated. Date of implant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete device and patient information. Further information was requested but not received. The unique device identifier (UDI) is not provided because the lot number is not provided.